Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and performed the failure analysis. The unit did not energize and cauterize, but it did recognize all instruments ports. During system test, both bipolar and the second monopolar failed to cauterize.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported the integrated electrosurgical unit erbe (erbe) generator error has returned. The customer attempted several efforts to resolve the error unsuccessfully. The erbe still faults on startup. The logs show c-00 and u-02 errors. The customer was contacting the clinical sales representative (csr) to locate the force triad and the energy activation cables to bypass the erbe as they are unsure where these items are located. There was no reported injury.